Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/16/2013 with the following findings: moisture was observed behind the display lens. A leak test was performed and a display lens leak was found. The pump was powered on and the display was fully functional. The pump case was opened and moisture was found on the display.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (cloudy w/ moisture) issue. It was reported that moisture was observed behind the screen. The issue was discovered about 1 week ago after the patient had been swimming. The screen remains safely visible to the patient. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.